Event description:
It was reported that prior to starting a da vinci si surgical procedure, a double fenestrated grasper instrument was not recognized by the system. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Dallas chip programmer (dcp) verification of the instrument passed. The instrument was driven and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additional observation not reported were scratches on the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling no other damage found. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.